Manufacturer narrative:
Voluntary event form received. Medwatch: mw5145941.

Event description:
Voluntary medwatch form received noted that the lead was explanted due to an unspecified product performance issue. No patient consequences were reported.